Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
No further follow up is planned. A patient reported numbers disappearing or broken sometimes in the display screen of his humapen memoir. The patient experienced blood glucose levels which were not well controlled. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured june 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A house sample review of the batch was completed and no issues regarding missing segments in the display were observed. With regard to dose accuracy, a complaint history review for the batch did not identify any atypical trends the device was not returned for investigation, therefore no root cause or corrective action could be determined. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. There is evidence of improper use. The patient used the device while the display was not working correctly. This may be relevant to the complaint of blood glucose levels not being well controlled.

Event description:
(B)(6). This spontaneous case, reported by a consumer who contacted the company via a company representative to report adverse events, concerns a male patient of unknown ethnicity, who was born on (B)(6). Medical history was not provided. Concomitant medications included insulin glargine, irbesartan, clopidogrel bisulfate, pantoprazole sodium sesquihydrate, ezetimibe, atenolol, and diltiazem. The patient received insulin lispro (humalog) three times a day at a variable dosage of 5 to 14 units via a reusable hp memoir device, beginning on an unknown date reported as many years ago. The use of the hp memoir device reportedly began three years ago. The indication for treatment was not provided. Approximately five to six years ago, the patient had double-dosed himself with insulin lispro and was hospitalized. Further details regarding the events requiring hospitalization were not provided. The patient stated that the incorrect dosage event occurred because he found it hard to keep track and could not remember about his injections. About two weeks ago, approximately (B)(6) 2014, the patients memoir pen started to have the numbers disappearing or broken sometimes (product complaint (B)(4)/ lot 1006c01). The pen worked otherwise, so the patient continued using it. Since that time, the patient noticed that his blood glucose levels had not been well-controlled for the past two weeks. Additional information and corrective treatments were not provided. The outcomes of the events were not reported. Treatment with insulin lispro continued. This report included a suspect hp memoir, reusable device (lot number 1006c01 associated with product complaint (B)(4)). The patient was the operator of the device. The training status of the patient was not provided. The general device duration of use was approximately three years and the suspect device duration of use was approximately two weeks. The patient continued using the device even though the numbers would disappear on the device. The device was not returned. The consumer reporter did not provide an opinion of relatedness for the events of blood glucose abnormal and memory impairment. The consumer related the events of incorrect dosage to not being able to remember and keep track of his injections. Update 13mar2014: product complaint (pc) number (B)(4) was received on 07mar2014. Product complaint processed, as appropriate. Update 08apr2014. Additional information received 06mar2014 from the global product complaint system. On device tab updated the malfunction to yes/cirm, updated the EU/ca fields and medwatch fields accordingly, and updated the narrative. Update 21apr2014: additional information received on 18apr2014 from the global product complaint database added the device specific safety summary and manufactured date of the device; added that the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company via a company representative to report adverse events, concerns a male patient of unknown ethnicity, who was born on (B)(6) 1951. Medical history was not provided. Concomitant medications included insulin glargine, irbesartan, clopidogrel bisulfate, pantoprazole sodium sesquihydrate, ezetimibe, atenolol, and diltiazem. The patient received insulin lispro (humalog) three times a day at a variable dosage of 5 to 14 units via a reusable hp memoir device, beginning on an unknown date reported as many years ago. The use of the hp memoir device reportedly began three years ago. The indication for treatment was not provided. Approximately five to six years ago, the patient had double-dosed himself with insulin lispro and was hospitalized. Further details regarding the events requiring hospitalization were not provided. The patient stated that the incorrect dosage event occurred because he found it hard to keep track and could not remember about his injections. About two weeks ago, approximately (B)(6) 2014, the patients memoir pen started to have the numbers disappearing or broken sometimes (product complaint (B)(4)/ lot 1006c01). The pen worked otherwise, so the patient continued using it. Since that time, the patient noticed that his blood glucose levels had not been well-controlled for the past two weeks. Additional information and corrective treatments were not provided. The outcomes of the events were not reported. Treatment with insulin lispro continued. This report included a suspect hp memoir, reusable device (lot number 1006c01 associated with product complaint (B)(4)). The patient was the operator of the device. The training status of the patient was not provided. The general device duration of use was approximately three years and the suspect device duration of use was approximately two weeks. The patient continued using the device even though the numbers would disappear on the device. If the device was returned, it would be evaluated. The consumer reporter did not provide an opinion of relatedness for the events of blood glucose abnormal and memory impairment. The consumer related the events of incorrect dosage to not being able to remember and keep track of his injections. Update (B)(6) 2014: product complaint (pc) number (B)(4) was received on (B)(4) 2014. Pc processed, as appropriate. Update (B)(6) 2014. Additional information received (B)(6) 2014 from the global product complaint system. On device tab updated the malfunction to yes/cirm, updated the EU/ca fields and medwatch fields accordingly, and updated the narrative.